Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the reagent probe a vacuum valve was malfunctioning which caused the leak. The fse performed repairs by replacing the reagent probe a vacuum valve which resolved the issue. The system functioned properly without any issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was fluid which came from the reagent probe a of unicel dxc 600 synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.